Event description:
One patient with discrepant calcium results. Initial result 0.3 mg/dl, repeat 9.3 mg/dl. The initial result was not reported. The field service representative was unable to determine root cause but noted he cleaned the probe and changed out the valve assembly behind the syringes. Performance tests performed which were within specification.